Event description:
It was reported the pt wanted to reposition the ipg from back to belly for comfort as pt had lost significant weight. During the procedure, the physician and the pt elected to explant the device and replace it with a new ipg so it could last longer. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.